Event description:
The customer reported an insulin cartridge leak from the o-ring, with the filling done off the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to change the cartridge, which resulted in a successful resumption of insulin therapy. Further troubleshooting revealed errors with cartridge filling that required assistance, and the customer had run out of insulin, necessitating use of water during testing. A replacement pump was sent to the customer after confirming the shipping address and warranty status. Instructions were provided for returning the problematic pump and steps for setting up the new pump upon arrival.